Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device alarmed.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device. It was determined that the device was working properly and no fault was found. No repair was necessary. The device remains at the customer site and no further evaluation is warranted at this time.